Event description:
It was reported the procedure was to treat a moderately tortuous and moderately calcified proximal left anterior descending artery. A 3.5 x 48 mm xience xpedition stent was deployed when an edge dissection occurred. The dissection was successfully treated with a 3.5 x 18 mm xience xpedition stent to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the stent remains in the patient anatomy. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.